Event description:
Rt was going to adjust setting when they discovered that the navring was unresponsive. Unit was pulled out of service and replaced with an operational one.======================manufacturer response for ventilator, respironics (per site reporter).======================they are aware of this and informed me that there is a voluntary field action correction on this part and that a respironcis fse will contact us for a site visit-which they did and corrected the problem.